Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: ivs sling implanted because of stress incontinence on (B)(6) 2003. When making curettage on (B)(6) 2010 an exposed loop is discovered and it is cut approx. 4 cm. Due to bleeding on (B)(6) 2012 the pt is coming again and the ends of the ivs sling is found exposed on of both sides. During surgery on (B)(6) 2012 the ivs remains of the ivs sling is removed on both sides. Resulted in intermittent vaginal bleeding and discomfort during intercourse.